Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received failed battery alarm. The customer's blood glucose level was unknown. The customer received alarm after tightened the insulin pump and battery was not working. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specs. No unexpected low battery alarms were noted during testing. Insulin pump passed displacement test and unexpected restart error test and all operating currents test. However battery cap was corroded noted.